Event description:
The manufacturer received information alleging a ventilator's o2 port was broken internally. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's o2 connector was replaced due to physical damage to address the issue.